Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bipolar bisector on the vasoview 6 pro was not sharp and was dull; the device was not productively cutting through tissue or vein branches. The case was completed using the device. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).